Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) device, the physician was unable to insert the is-4 connector pin of a competitor lead to seat completely into the header of the device. The device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.